Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cloudy screen and was unable to see it. Also there was low battery alarm and replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a white display with a gray spot in the middle of the screen. The text was difficult to read. After further examination of the device interior, there was heavy corrosion on electrical board. Unable to perform displacement, sleep current measurement, active current measurement, self test or verify low battery alarm due to missing segment/partial display.